Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. Treatment was not reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was possibly from constipation. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unknown antibiotics, intravenously daily for peritonitis. Three days later, the patient was discharged from hospital. The patient recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895243 and gd895227 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.